Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service / replacement of the device battery. Although the reported problem was associated with an expired battery, this will be documented as a malfunction. The battery was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device battery needs replacement. There was no patient involvement.